Manufacturer narrative:
Product event summary: analysis confirmed the reported usb (universal serial bus) issue; usb port was damaged. Analysis could not confirm the reported power up issue; programmer was able to interrogate wireless and non wireless. Analysis found the left display release latch was sticky. Concomitant: product ID 2067l radio frequency head. (B)(4).

Event description:
It was also reported the usb (universal serial bus) port jacked up. The programmer was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. It was recommended that the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.